Event description:
On the event date, the patient reported that she found an air bubble in her insulin cartridge and while removing the cartridge from the infusion device the plunger became stuck to the piston rod and the entire contents of the cartridge spilled into the cartridge compartment. The patient was very upset and seemed overwhelmed. She initially refused assistance with setting up her backup infusion device and stated she would inject 15 units of insulin and go to bed. She stated several times "I can't do this." She stated she has high anxiety and is dealing with a lot of personal stress and medical issues. The patient eventually agreed for her husband to assist her with setting up her backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product requested to be returned for evaluation.